Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double) analyzer. Of the data provided, one result comparison for potassium was a reportable malfunction. The initial result was 5.8 mmol/l, and the repeat results were 4.3 mmol/l and 4.3 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.